Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via manual injections. Customer declined to troubleshoot for high blood glucose levels. Troubleshooting for blank display was performed. Customer advised they changed the battery, however the insulin pump remained blank. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump powered up properly after battery installation. No blank display noted. The pump was monitored for a day and no unexpected powering off or blank display noted.